Event description:
A nurse reported on behalf of the surgeon a case of diffuse lamellar keratitis (dlk), observed on post lasik treatment. Rptr indicated surgeon noted some bleeding through the flap canal. Add'l info indicated the pt rec'd a flap lift and rinse, and was placed on increase topical steroid eye drops. Upon add'l f/u, rptr indicated surgeon reported the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).